Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, documentation, instructions for use (IFU), quality control and a visual inspection of the returned products was conducted during the investigation. One (1) used and 2 unopened catheters were returned to assist in the investigation. Although visual exam of the used product noted no defects, functional testing confirmed a hairline crack which would allow air to enter the system . The crack began at the proximal end hole and extends distally to just below the fitting wings. The 2 unopened catheters were functionally tested. With excessive pressure, the failure mode was unable to be recreated. There is no evidence to suggest the product was not manufactured to specification. This device is shipped with IFU which states "upon removal from package, inspect the product to ensure no damage has occurred." Force applied at the base of the fitting can lead to stress fractures as evidenced by the damage displayed. It is likely excessive torquing [between the pressure injector and catheter fitting] during a procedurally related circumstance contributed to the event. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
The device was used during procedure of stent graft placement. When the user connected an injector to the device for angiography, air was aspirated. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
The device was used during procedure of stent graft placement. When the user connected an injector to the device for angiography, air was aspirated. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported.